Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, customer reported that he had several "flier" quality control (qc) results for dats, amm, glu and possibly other cartridge chemistry (cc) chemistries, on (B)(6) 2011, for the dxc 800 instrument. Customer confirmed that he received incorrect patient results. Customer stated a 10 replicate precision run performed on amm etoh qc (lot m010302) yielded results approximately 130, except for 1 rep which yielded a result of 43. Customer stated that for a patient run for urine dats, a result was positive with a rate significantly higher than the cutoff rate. When rerun, the sample yielded a negative result with a rate significantly lower than the cutoff. Customer stated that the incorrect results generated were not reported from the lab and no effect to patient care occurred due to delay of results. Field service engineer (fse) examined the instrument and replaced the t-valves to the cc sample syringe and reagent syringe. Fse replaced the syringes and replaced the a/b valve insert. Fse inspected the mixer paddles and reagent paddle and replaced the paddles. Fse replaced sample probe and primed. Fse ran amm qc 10 times at each level and results all reproduced well, within range. There was no low outlier. Fse ran qc and found some were out of range, and customer recalibrated after service. Customer resumed operation. Root cause is not known, but appears to be due to a hardware malfunction.